Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was reported the patient had undergone a pet (positron emission tomography) scan as well as a cyberknife procedure. It was inquired as to whether the procedures contributed to the device moving to safety mode. Technical services advised it was unlikely. This patient reported feeling pocket stimulation due to the unipolar pacing that is the normal programming while in safety mode. The patient was pacemaker dependent; therefore, the decision was made to replace this device. No additional adverse patient effects were reported. The explanted pacemaker was returned for analysis.

Manufacturer narrative:
Correction of b5, describe event or problem and h11, additional MFR narrative fields. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was opened, and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. Based on available evidence, it is likely that this device was exhibiting the behavior described in the high internal battery impedance in a subset of accolade pacemakers and crt-ps field safety communication; however, the high battery impedance could not be confirmed during laboratory analysis due to the depleted state of the returned battery. In this case, root cause cannot be confirmed because the battery voltage was too low to provide evidence of high battery impedance through direct testing of the battery. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this pacemaker entered into safety mode, apparently from a procedure radiation. They were trying to interrogate the device unsuccessfully. Furthermore, the patient felt pocket stimulation due to the unipolar pacing. The patient is pacing dependent; therefore it was recommended to explant and replaced the device. At this time the pacemaker has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating depleted cell with no battery-related failure determined. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Detailed analysis of the battery was unable to find a cause of failure, and the device hybrid current was as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode, apparently from a procedure radiation. They were trying to interrogate the device unsuccessfully. Furthermore, the patient felt pocket stimulation due to the unipolar pacing. The patient is pacing dependent; therefore it was recommended to explant and replaced the device. At this time the pacemaker has been explanted and returned for analysis. No additional adverse patient effects were reported.